Event description:
The hcp reported that aspiration and refill of the pump was impossible and was questioning if the reservoir valve was closed. The pump was explanted and replaced. The outcome was reported as "there were no further complications."